Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm. A functional test was conducted and the reported issue was unable to be duplicated. Although the reported problem was not verified, the downstream sensor failed calibration. The downstream occlusion (dso) sensor was replaced as a preventative measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No reported adverse effects.